Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. Alleged failure: all the devices switched on after installation ,but during operation all devices switch off itself. Probable root cause: - cables - connectors - digital board - power supply - ac inlet board - main board - transition board - intermittence between transition board and ch connector - software - light source - camera head - connected monitors - use error - manufacturing/ service nonconformity. The failure mode will be monitored for future reoccurrence. The device manufacturer date is not known.

Event description:
It was reported that the device shut off during procedure causing loss of visualization. The procedure was completed successfully.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the device shut off during procedure causing loss of visualization. The procedure was completed successfully.